Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot test was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Functional testing was performed and passed all relevant testing. Sound test with global receiver communication tool test was performed and passed. Manual "try it" testing was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. Speaker audio tests were performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.